Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has had pain when sitting for about a year. Patient services reviewed the patient could consider adjusting stim when sitting down but patient states that's not convenient for her. Patient services also suggested they could consider turning stim off if it's causing pain. Patient confirmed on the call that they had already tried all the programs available on the programmer, and it was recommended they consult their doctor for other options. Patient responded to a letter who said they have an appointment set up for (B)(6) 2019. The cause of the pain was not discovered. When asked what actions/interventions were taken to resolve the pain, they said they called about 10-12 times, and each time, they changed the program. They added that within a few hours or days, it was hurting again. They added that they call their healthcare provider (hcp) every month or two because stimulation is not working at all or it is hurting when they sit down. Now, they can hardly lay flat on their back and they feel like it is "pulling". They also said they have a part time job three miles from their house and when they go to the store; they can barely make it. The patient also added that they take groups out hiking or camping. They further said it is very embarrassing as they are always the one squatting behind a tree. They added that if they are traveling or doing something, they can't drink anything in the morning. They recalled a time recently where they attended a day long conference and didn't drink anything until they got home that evening. They added that they were so dehydrated that they felt like they had been on a desert. They also said their lips were so dry that they were cracking and peeling. Patient responded to another letter. When asked if the cause of the stimulation output issue (i.e. Stimulation not working at all and the "pulling" sensation) was determined, the patient said it was not working at all. They further added that it was not "pulling" and it was like they were sitting on a rock (about golf ball size) on their left side; they couldn't sit flat and it was very uncomfortable. They added that they had to sit sideways on their right side which was very inconvenient when they were driving. They also said it made them very tired as they had to constantly lean to the right. The patient also noted it was very hard to sit and work on the computer which led to a stiff back as a result of them sitting/leaning sideways. The patient added that the healthcare provider (hcp) put the ins one in on their left side and it was just like the first one. They noted that it worked very well for awhile, but it gradually declined and then didn't work at all. The difference between their first ins and their second was this one hurt most of the time. Finally, "the technician" instructed the patient to turn the device off completely. They noted that they couldn't tell any difference except that it didn't hurt anymore. The patient also reported that they couldn't lay on their back in bed and they could only lay on their side. When asked what actions/interventions were taken to resolve the stimulation output issue, the patient said they changed the program every three weeks or a month which sometimes helped, but not every time. They added that it never stopped hurting and eventually it never worked either. The patient noted that if they were going to go somewhere, they couldn't drink anything or they would be going all the time. The patient noted having to take imodium or they would have chronic diarrhea which was very inconvenient because they work at taking groups out in the country hiking and camping; they hate the inconvenience. The patient noted that the issue is not resolved as it has been turned off since (B)(6). They don't understand why it worked so well in the beginning and eventually quit. They feel that they should have something that works 24/7 or they should be reimbursed. They hope this gets resolved soon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that there was a spot near the left hip of the patient where they can hardly sit. They stated that it felt like they were ¿sitting on a golf ball¿. This had occurred in probably a year (2018). No falls or trauma were reported. The patient was redirected to their healthcare professional (hcp) to have the area checked. There were no further complications reported or anticipated.